Event description:
The radio frequency head of the programmer was returned, analysis and tested out specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis found and "out of paper" error, and the radio frequency head tested out of electrical specification.